Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and download could not be performed due unit displays initialization screen and continuously resets without displaying trend graph or date/time set. The case was opened for internal inspection and pass. Performed receiver download with main board separated from ui-u1. The receiver download contains 'reboot receiver' events related to complaintue. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.